Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer stated that they changed the site and delivered a bolus. The customer reported that the insulin continued to drip after letting go of the act button during the prime process. The customer's blood glucose was 118 mg/dl at the time of call. The customer was unable to complete troubleshooting at the time of call. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.